Event description:
Pt complains he goes to (B)(6) clinic and was sold (B)(6) ketone test strip for over the counter use. The results he was getting were imprecise. So he emailed (B)(6) and was told the test strips were not for otc use. Pt states he is not comfortable using product.